Manufacturer narrative:
The device was not returned to olympus for evaluation and we were unable to confirm the as reported event. The device is inspected and tested during manufacturing. The exact cause of the reported event could not be determined at this time. The instruction manual warns users: "do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip."

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the white plastic tip from sheath broke off and fell into the patient. The device fragment was retrieved with an unknown device. The intended procedure was completed a similar device. There was no patient injury reported.

Manufacturer narrative:
Olympus received additional information that reported the device fragment was retrieved using a grasping forcep and cystoscope. There was bleeding observed and the patient was taken back to the operating room for treatment. The user facility reported that bleeding can be attributed to the tumor and not the removal of the device fragment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the evaluation results of the returned device. The evaluation confirmed that the shaft was loose, and the isolation beak was broken, with sharp edges at the distal end. The broken piece of the beak was not returned, but it was measured approximately 9 mm long. The most likely cause of the reported device damage is attributed to operator¿s handling of the device and or impact.